Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the error message ¿run away error¿ occurred when the device was turned on and reset to zero. The ¿run away error¿ occurred during pre-use preparation of the device. No patient was involved. No harm to any person has been reported. The reported failure ¿run away error¿ could lead to the pump stop during use therefore, a report is required. Complaint ID: (B)(4).